Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - b5, g2. The primary nurse had attempted troubleshooting without success, and the iabp showed 35 minutes in standby. Proper troubleshooting was reviewed by esp team, and per getinge IFU, it was advised that balloon inactivity beyond 30 minutes risks thrombus formation. Doctor elected to remove the catheter, and they were asked to keep it post removal. Later, nurse confirmed successful catheter replacement with appropriate waveform.

Event description:
User called into emergency support program line to request support with a gas gain alarm on a cardiosave iabp that had been alarming for 45 mins.

Event description:
User called into emergency support program line to request support with a gas loss alarm on a fiberoptic balloon catheter. The alarm had been alarming approximately for 45 minutes and the nurse troubleshooted the alarm by pressing the start button which did not resolve the alarm. The nurse reported the standby banner on the iabp screen read 35 minutes. The esp personnel had troubleshooted the alarm. The esp personnel informed customer getinge¿s recommendation per the IFU that the balloon catheter should not be inactive for more than 30 minutes due to the potential for thrombus formation. Dr. (B)(6) stated she planned to remove the balloon catheter immediately. Later the esp personnel followed up with the customer she reported the physician was able to replace the balloon catheter successfully, and that all waveforms were appropriate.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6) medical center. The additional initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.